Event description:
Complainant alleged that the clinicians were attempting to pace a pt (age and gender unknow), but were unable to increase the ppm rate of beyond a rate of 44. The clinicians were able to obtain another device to successfully pace the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.